Manufacturer narrative:
The device was evaluated. Based on investigation results, the customer reported issue was confirmed. Device evaluation found the biopsy channel was leaking. Additionally, evaluation noted image flickering when angulated, screen flickering observed. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress . Based on investigation results, the reported image issue based on reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuits. Olympus will continue to monitor complaints for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of leaking. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image flickering was found. There was no patient involvement.